Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad separated and metal part visible, additional findings were grasping section jaw had coating peeled off; hot electrode had burnt mark, coating peeled off, coating scratched, and contact mark; and probe tip had scratch, peek coating peeled off, and contact mark. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been less than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation the subject device was returned to s-bc. However, the subject device was not returned to the legal manufacturer aomori olympus. Therefore, an investigation was carried out based on the confirmation result from s-bc. From the attached photos in the evaluation result by s-bc, there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The tissue pad in the grasping section was worn and coating of the probe was partially peeling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s had an error message, defective probe. The event occurred during a therapeutic laparoscopic rectal procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the tissue pad separated and metal part visible. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.